Event description:
The clinician observed several high impedance channels mainly in the basal section of the array. There is no report of an accident or trauma by the parent and no known changes in health. The recipient was re-implanted in (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinician observed several high impedance channels mainly in the basal section of the array. There is no report of an accident or trauma by the parent. Currently, it is planned to perform a revision surgery. If possible the electrode will be repositioned.